Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1 pocket 5c failed. A field service engineer (fse) checked all drawer, trays in hardware test application mode and reseated the row cable at tray and drawer controller board at rear center. The fse replaced the backup battery, installed rear and bumper kit, and network plugs to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.